Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the tube shaft was bent. The handle was actuated and the remaining ten tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic rectal prolapse, the device¿s tacks were unable to be fired normally from the device while being used on tacking of tissue. The trigger was being deployed but no tack came out. The surgeon tried two to three more times but the tack still did not come out. Pulled the device out and fired it onto a table; the tack came out. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.